Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there was a problem loading the device, the stapler was unable to fire. After the reload insertion on the handle, it was impossible to launch the stapling.

Event description:
According to the reporter, during a thoracic surgery, there was a problem loading the device, the stapler was unable to fire. After the reload insertion on the handle, it was impossible to launch the stapling. The stapler has stuck when the surgeon try to staple the parenchyma. They changed the device to complete the case. They take a stapler from another lot. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload was fully fired. The proximal end of the reload adapter was broken. Due to the noted damage no, functional testing was performed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there was a problem loading the device, the stapler was unable to fire. After the reload insertion on the handle, it was impossible to launch the stapling. They changed the device to complete the case. They take a stapler from another lot. There was no patient injury.